Event description:
An end user's mother reported that her son uses the c310 and lately she has been finding instances of packaging issues, such as empty cath sleeves or 2 catheters in one sleeve. Additionally she reported that in the last box of catheters, it looked like the catheter slipped before the packaging machine sealed it, and as a result the catheter was sticking out of the "sealed" package, and the tip got cut off. Products will be returned.

Manufacturer narrative:
Investigation results are pending. An addendum to this report will be filed. No other complications have been reported to date for this lot number.